Event description:
The product was used during a CABG. Reportedly, according to the surgeon four days post-operatively the suture broke on the proximal anastomosis. The pt bled and expired. Add'l info has been unable to be obtained. Clinical suture was discarded by the hospital.